Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis in good condition. The customer's reported problem regarding "beeps continuously" was able to be duplicated. Inspection of the upstream sensor (uso) sees some type of corrosion under the uso seal. The uso & downstream sensor (dso) were replaced to address the issue. The failure mode was determined to be corrosion/rust/contamination. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump beeps continuously. No patient injury was reported.